Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states that the chair accelerated, turned circles, and threw her into some wooden boxes in the aisle. The chair then threw her into shelving which bruised her leg and her hand.